Event description:
It was reported that during a routine post-op follow-up x-ray, the surgeon noted a cayman screw backed out. The screw remains implanted in the patient. Revision surgery is not planned at this time. This record represents 1 of 2 screws.

Manufacturer narrative:
Correction: updated from 'stryker spine- leesburg' to 'k2m, inc.' Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Lateral x-rays were supplied and review of post-operative x-rays indicate that two screws had backed out of a cayman anterior lumbar plate. It was observed that the screw shafts had shifted in the caudal direction. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Periodic x-rays for at least the first year postoperatively are recommended for close comparison with postoperative conditions to detect any evidence of changes in position, nonunion, loosening, and bending or cracking of components. With evidence of these conditions, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of reduced activity and/or early revision considered. It appears the vertebral body at l2, where the subject screws were implanted, shifted caudally, causing the subject screws to also shift. Lateral x-rays also revealed that a cage was positioned at l3-l4. It is possible that lack of posterior fixation lead to residual motion within the construct and caused the vertebral body to subside.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that during a routine post-op follow-up x-ray, the surgeon noted a cayman screw backed out. The screw remains implanted in the patient. Revision surgery is not planned at this time. This record represents 1 of 2 screws.